Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced a part and was now getting calibration error 80 (water check time out - unable to reach calibration temperature) on step 20 in an arctic sun device. Per additional information updated from wo-(B)(4) on 07apr2026, biomed stated that the device failed calibration error 80 (water check time out - unable to reach calibration temperature). Chiller temperature (t4) was 30.3, no water coming from left port, failed mixing pump.